Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable) was confirmed. As received, the belt would not communicate with a monitor and the trunk cable was cut. The cause of the inability to complete testing is the cut trunk cable. The root cause of the cut cable is physical abuse. No adverse event resulted from the cut cable.

Event description:
A us distributor returned an electrode belt indicating that it caused a service code 204 - belt/monitor unusable.